Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon pinhole occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified arteriovenous fistula. However, the balloon failed to inflate during the procedure and a balloon pinhole was noted. The procedure was completed with an alternate device. There were no patient complications as a result of this event.